Event description:
The customer reported the screen froze, repeating printing operation check summary. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.